Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The ok and up arrow keypad buttons were intermittently responsive during testing. The buttons spring back when pressed, but require multiple presses to obtain a response. During investigation, the up arrow key contact was observed to be misaligned. Investigation confirmed that the ok keypad button symbol is worn. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow and ok keypad buttons have been slow to respond over the past few weeks. She noted that the ok button symbol is worn, and that the buttons do not click as expected when pressed. The pt confirmed that the rubber keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump in her pocket.